Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events of aortic insufficiency and multiple organ failure could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document # (B)(4), rev. C, is currently available. Section 1, "introduction," lists multiple organ failures and death as adverse events that may be associated with the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multiple organ failure and secondary to severe aortic insufficiency. The death was not thought to be device related and the device operated as intended. There was no autopsy performed and the device would not be returned for evaluation. The patient had an impella placed which affected aortic valve dynamics. It was unknown if aortic insufficiency was pre-existing to left ventricular assist device (lvad) placement. It was also reported that the lvad likely contributed to development/worsening of aortic insufficiency, but was not known for certain.